Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use, the protective sheath of the nc trek rx 2.5 x 12 mm balloon dilatation catheter was difficult to remove. The device was not used and there was no patient involvement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.